Event description:
It was reported that during a vaginal hysterectomy procedure, there was an incomplete line which resulted in bleeding on the specimen side. The case was finished with a clamp, cut and tie technique.

Manufacturer narrative:
Info anticipated, but unavailable at this time.